Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.(B)(6).this report references a us equivalent device. The us UDI equivalent for this product number is used.h11: section a through f. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use while the product was in place, inserted preoperatively. During surgery, customer became suspicious because the patient was not passing urine, so temporarily removed the foley catheter to inspect the tip and discovered that the lumen was not open. (Lot#mykz3935).